Event description:
Our surgeons started using bactisure wound lavage a few months ago. It is an irrigation "device" that looks like an IV bag. Product was not vetted by anyone outside of the operating room prior to purchasing. Bag says "not for IV use". Better language would be "for irrigation only". A mistake has not occurred, but there is certainly a potential for it. Product website: https://www.zimmerbiomet.com/medical-professionals/surgical-and-operating-room-solutions/product/bactisure-wound-lavage-html. Where did the error occur: hospital. (B)(6).